Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep found the mouse and keyboard on the touchscreen did not work when the system is booted-up. Items were replaced and the system operates as intended.

Event description:
It was reported that the mouse and keyboard on the touchscreen did not work when the it25190p system is booted-up.